Event description:
A malfunction alarm occurred. There was no adverse impact on the customer¿s blood glucose level, with measurements not exceeding 500 mg/dl (27.7 mmol/l). The customer switched to multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.